Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: data not available omnipod software app version: data not available operating system: data not available hardware: data not available cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
A user report has been received from läkemedelsverket (reference number: 6.6.2-2026-044054), it has been reported by a diabetic specialist nurse "the patient has a sensor-controlled omnipod 5 pump. Wakes up at 04:00 am due to low glucose level alarms. Measures capillary blood sugar, and glucose is unmeasurably low. There is nothing explaining why the patient became low on this occasion. No extra exercise, no alcohol, normal amount of carbohydrates. The pump shut off the insulin delivery at 24:00 (midnight) but failed to stop the low glucose values." No information regarding treatment was provided.